Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of over 60 units and remained static. Reportedly, the cartridge was filled with 210 units of insulin, and the customer was unable to provide the amount of insulin that had been delivered during this time. There was no reported impact to the customer's blood glucose level.